Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the patient was dissatisfied with her visual outcome. During the original procedure the patient's capsule was broken and a vitrectomy was performed. Allegedly, the lens was causing inflammation and glaucoma post-implant. The lens was explanted and the patient is currently aphakic. The surgeon is evaluating treatment options including a possible sutured posterior chamber iol in the future.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in good condition with no broken haptics, tears, gouges or cuts. The lens was measured and it passed the dimensional inspection. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.